Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection, and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that the malfunction occurred due to burned fuse in the power supply inlet. However, a root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was completed using the same device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the evis exera ii xenon light source had intermittently exhibited power flickering. The issue occurred during cysto diagnostic procedure. There was no delay and the procedure was completed. There were no reports of patient harm.